Event description:
On/off switch was bumped and patient lost therapy for over 3 hours on a skin graft resulting in loss of graft.

Manufacturer narrative:
Investigation in progress; results will be submitted in a supplement report.

Manufacturer narrative:
The device mentioned in the complaint report was not returned by the customer for evaluation. The serial number for the pump, wound dressing type, part number(s) and lot number(s) in place during the time of the event were also not provided in the complaint report. Therefore, a device evaluation cannot be performed, and device history and manufacturing records cannot be evaluated. The report indicates that a bump caused the device to be switched to the off position resulting in loss of the treated skin graft, although no mention of what interaction caused it. The complaint is inconclusive as the pump could not be evaluated for determination of any malfunction, or for root cause confirmation, especially to determine how sensitive the rocker switch is for the listed device in the "as reported" condition. Our medical advisor reviewed the event details who concluded also that "the machine will not work and will not alarm if it is not "on", and this clinical error is not due to a device malfunction". Based on the limited information available, our investigation did not confirm any causal relationship between a device failure, and the event reported. No further investigation or corrective actions will be initiated at this time. Should additional details be provided in the future this record will be reopened and investigated further based on additional information. Smith & nephew will continue to monitor device performance through complaints and other post-market surveillance activities.